Event description:
It was reported that the surgeon inserted a 19.5 diopter three piece silicone using a msi injector and the trailing haptic was torn during insertion. The reporter stated that the incident was caused by the injector. The back up lens was successfully implanted and there was no pt injury reported.